Event description:
Following an unsuccessful attempt with another MFR's stent, a 3.5mm diameter x 18mm length ave gfx stent was inserted into a tortuous, moderately calcified right coronary artery after predilation with a 4.0mm diameter percutaneous transluminal coronary angioplasty balloon. It was not possible to cross the target lesion and the stent system was removed along with the entire 8f "system" (comprised of the femoral sheath, guide catheter and guidewire). A 9f sheath was placed in the groin and a 9f guiding catheter was introduced to the right coronary artery. Another attempt was made to cross the target lesion with the same 3.5mm diameter x 18mm length ave gfx stent, but again, it was not possible to cross the mid section of the coronary artery. As the stent and stent delivery system were pulled back to the guide catheter, the stent began to slip off the balloon in the coronary artery. When the stent was pulled into the guide catheter, it sliped even more, but remained on the delivery system. The entire system was then pulled back to the femoral sheath; however, when the stent delivery system was removed from the pt, the stent was no longer on the balloon. The report of procedure indicates that the "stent was lost somewhere in the distal thoracic aorta without apparent sequelae". The target lesion was then treated with two shorter, 12mm length, ave stents successfully. There was no add'l clinical sequelae reported relative to the event, and the pt was discharged from the hospital.